Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that catheter began leaking after the device was connected to tubing. The device was exchanged. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.